Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received seven green sureform 60 reloads and failure analysis were performed. The failure analysis could not verify if the green sureform 60 reload (part number: 48360g-08, lot number: l90220421) to be related to the customer reported complaint. Visual inspection was performed, and was found fully fired. No exposed component was observed. A review of the stapler log did not show any firing failures. There was additional observations not reported by the site: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track and was found to have a damaged blade. The blade exhibited mechanical indentations. No material appears to be missing. The reload was also observed to have lodged, malformed staples bunched up where the knife is located. Root cause of this failure is attributed to mishandling/misuse. The failure analysis could not verify if any of the five green sureform 60 reloads with the part number: 48360g-08, lot number: t90220210 to be related to the customer reported complaint. One of the reloads was found to be returned fully fired without any issues. The reload was disassembled in-house for visual inspection. There was no pusher or cartridge damage observed. A review of logs shows no firing failures. There was no problem detected. No product issue was identified. Additional observation not reported by the customer that the reload was found to have slight blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to mishandling/misuse. One of the reloads was confirmed to be fully fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track was concealed at the distal end of the cartridge. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge after disassembly. Root cause is attributed to mishandling/misuse. There was also body cartridge damage appeared under microscopic inspection which was not reported by the customer. Skiving marks and indentations were observed along the garage track where the knife edge travels. Three of the reloads were found to have been fired. All pushers of the staples were found at the bed surface of the cartridges. The reload knife and shuttle track were concealed at the distal end of the cartridges. No damage was found with the reloads. The failure analysis could not verify if the green sureform 60 reload (part number: 48360g-08, lot number: l90220315) to be related to the customer reported complaint. Upon visual inspection, the reload appeared to be used and fired without any issues. No exposed component was observed. No damage found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be attributed to a tissue push event involving the firing of a sureform 60 reload. The green sureform 60 reload has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the sureform 60 stapler instrument log associated with this event has been performed. The review revealed a sureform 60 stapler instrument (part #480460-09, lot #l13220816-0262) was installed on the system 8 times and failed to engage on the 1st install attempt. An error code shows in the logs with parameters indicating the grip axis failed to engage. The next 7 installs (all on universal surgical manipulator 3) were successful and the user fired 7 reloads (all green). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. All reloads were fired with no pauses for compression. On installs 2 and 6, there were multiple completed clamps prior to the firing. There were no other stapler related errors in the logs. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted distal gastrectomy procedure, there was tissue pushout and incomplete stapling which led to unknown amount of bleeding. The targeted tissue was observed pushed forward/dragged, and a hole of about 2 centimeters was noted on the gastric body. The bleeding was addressed with suturing and resection of additional tissue, which is unplanned medical intervention. It was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Event description:
It was initially reported that during a da vinci-assisted distal gastrectomy surgical procedure, there was incomplete stapling issue. The surgeon was using sureform 60 stapler instrument with a green sureform 60 reload. Intuitive surgical, inc. (Isi) contacted the surgeon who performed the distal gastrectomy procedure and obtained the following additional information: the reported issue occurred at the third fire with the green sureform 60 reload, during transection of the gastric body. The targeted tissue was pushed forward/dragged, and a hole of about 2 centimeters was noted on the gastric body. There was some bleeding reported, the amount of blood loss was unknown, but it was confirmed no blood transfusion was required. There was unplanned tissue removal and suturing was performed to address the reported issue . Per the surgeon, the procedure was confirmed completed with an acceptable surgical outcome. Patient demographic information was requested but was unable to obtain.